Event description:
During the implant procedure, while dissecting the neck area, a vessel was nicked and patient experienced bleeding. Physician located the bleed, applied pressure, and sutured it. This resolved the issue.